Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of misalignment of expirations dates on the implant kit and pump stickers was confirmed through the submitted photo. The submitted photo captured expiration date of 14oct2028 on the implant kit and 17sep2027 on the pump stickers. A manufacturing task has been initiated to further address the misalignment of expiration dates on the heartmate 3 tracking stickers in the device tracking envelope and the individual pump box and packaging label. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section of 50099-0021-011. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Although there was no patient impact due to the reported event, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that they noticed discrepancy in the expiration date of the blood pump. On the packaging it is different than the expiration date on the stickers.